Event description:
During pci of a 90% de novo lesion in the lad, when the physician crossed the lesion with a 2.75x33mm cypher select plus stent the balloon catheter did not inflate. There was a leakage from the hub of the stent because it was fractured. The (type b) lesion was moderately calcified and 28mm in length.

Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. It is available for testing and evaluation, but has not yet been received. Additional info has also been requested and will be submitted within 30 days upon receipt.